Event description:
Patient with left ventricular assist device (lvad) therapy for 39 months (24 months on first lvad; 15 months on current lvad) presents with first driveline infection with pseudomonas. No abscess. No sepsis. No surgical intervention needed at this time. Patient is discharged with 4 weeks of IV antibiotic therapy.